Event description:
Dr. (B)(6) reported to our sales rep dragana bunjevac that during a surgery procedure the tulip has solved cleanly from the sheath.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.